Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. B3: only event year known: 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a97e6y, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device misfired. According to the report, the stapler was fired and it went through artery/vein. When they let go of the fire trigger, the blade did not return back to the home position. They used to reverse button, but nothing happened and used override instead to bring the blade back and open the stapler. There was no patient consequence nor surgical delay reported. No additional information provided.